Event description:
For approx one week, the pt had no stimulation sensation. There was no known accident or incident related to the event; the pt awoke from sleeping and she could no longer feel the stimulation. The pt tried both of her programs and increasing the amplitude. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).